Event description:
It was reported that insulin pump repeatedly displayed malfunction alarm 12-0x2071, with same issue occurring three or more times before customer contacted support. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to reset pump, was informed that pump needed replacement, and technical support arranged shipment of replacement pump, confirmed pump serial number and shipping address, provided storage and return instructions, and requested return of malfunctioning pump, while customer declined to share information about backup insulin therapy.